Event description:
It was reported that the patient had an outbreak of shingles following a spinal cord stimulator trial. The physician believed that patients shingles may be procedure related and recommended not to pursue the permanent implant. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).